Event description:
The customer reported that on start up only one of the user interface screens would turn on, but then it would go on and off. There is no report of injury or death associated with this event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.